Manufacturer narrative:
(B)(4). The locking bar is packaged with the tibial tray, which remains in situ. Concomitant medical products - biomet vanguard ilok femoral component, catalog # 183022, lot # 456410. Biomet vanguard bearing, catalog # 189042, lot # 330300. Foreign source- (B)(6). Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Location of device is unknown.

Event description:
It was reported that the patient experienced redness, swelling and pain on the medial left knee joint two years after arthroplasty. Subsequently, the patient was revised due to the tibial locking backing out of the implant; the locking bar and bearing were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Visual examination of the locking bar identified scratches and deformations on the inferior side of the locking bar and slight indentations on the superior side. The marks on the locking bar are consistent with the locking bar not being fully engaged. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined and it is unknown if the locking bar was improperly inserted at the time of initial implantation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.